Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00052, MDR 9610905-2018-00053.

Event description:
It was reported that after the patient received radiation the screw may have backed out and needs to be removed and replaced. Expected removal date (B)(6) 2018.